Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.8x26 graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred during a percutaneous coronary interventional procedure. The 2.8x26 mm graftmaster stent was intended to be implanted in the chronic total occlusion, mildly tortuous left main coronary artery, but the graftmaster was unable to cross the perforation due to the difficult anatomy. Another graftmaster, a size 2.8x19mm was also inserted, but the second graftmaster was also unable to cross the perforation due to the anatomy. Additional predilatation was performed with a non-abbott balloon catheter and a third graftmaster, size 2.8x19mm was used to complete the procedure successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.